Manufacturer narrative:
D4 catalog, serial number and UDI updated.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 49-year-old male was supported with an impella cp device for the indication of acute myocardial infarction with cardiogenic shock, with a pre support clinical state consistent with scai shock stage d. The device was implanted percutaneously via the left femoral artery on (B)(6) 2026. On the morning of (B)(6). 2026, the aic displayed a decline in purge flow from approximately 12 ml/h to 8 ml/h, accompanied by a rise in purge pressure from ~350 mmhg to ~550 mmhg. Motor current also increased. These findings were discussed with quality assurance including the risk of pump stoppage and clinical recommendations. Anticoagulation (ptt) remained within target range and was held only once for 3 hours. The patient¿s care was withdrawn, and he expired on (B)(6) 2026 at 7:00 am, at which time the impella cp was explanted. At present, the reported event of rising purge pressure, reduced purge flow, and increased motor current is consistent with known potential device behaviors under conditions such as purge line obstruction or thrombotic burden; however, no definitive cause can be determined without device evaluation. Product return and subsequent analysis are required to confirm whether a device related malfunction contributed to the observed performance changes.

Manufacturer narrative:
The investigation was completed. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the purge pressure high issue could not be determined without the returned product for investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
Additional information from the customer. 1: no, the pump was not explanted due to the high purge pressure. 2.: no, contrary our communication the pump was discarded. 3: I do not have any information about the cause of death. But according to dr. (B)(6) (leading physician of the intensive care unit (ICU), conversation on (B)(6)) there is no relation between death and impella.